Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Subject device has been received and is currently in the evaluation process.

Event description:
The helical blade would not go through the nail for a subtrochanteric femur fracture. The helical blade collided with the side of the nail and would not advance any further. Surgeon discarded the helical blade and used a second helical blade which also did not go through the nail. The surgeon replaced all the instrumentation with another set of instruments and was able to successfully implant the nail and third helical blade. The procedure was extended approximately 45 minutes. This is the 5th of 6 reports submitted on this event.